Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Heavy tissue buildup was observed on the jaws. No specific failure was reported for the returned device; a full evaluation was completed. The device was evaluated for its toggle function. The toggle was pulled back past the activation paint, an audible click was heard and the jaws opened and closed with no difficulty. The device was evaluated for its electrical function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. No smoke and/or steam which could be considered excessive was observed. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. The device safety shut down mechanism integrated in the handle activated after after 27 seconds of being activated. The safety shut down test was repeated four additional times and deactivated the device after approximately 20 seconds. The jaws were cleaned per the IFU and a temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to observe any nonconformance during testing of the device. The device operates as expected. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.